Event description:
It was reported that in (B)(6) 2006 the patient underwent a surgical repair of an incarcerated hernia and that during the surgery one or more mesh products were implanted. In (B)(6) 2009, the patient was hospitalized with abdominal pain. She was informed that the mesh inserted during the 2006 surgery had failed. The patient reportedly experienced unspecified injuries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.